Manufacturer narrative:
Other, other text: additional information was received from the customer indicating that it is unknown if there was patient involvement. One cadd legacy 6400 pump was returned for analysis. The event history log was reviewed indicating that there was a high-pressure alarm message after powering on the pump. Functional testing was performed; no discrepancies found. Based on the evidence, the complaint was confirmed, and the root cause is unknown.

Event description:
It was reported the pump beeped in the middle of therapy and then stopped and gave many codes. No patient injury or complications were reported in relation to this event.